Manufacturer narrative:
Cmp-(B)(4). Concomitant products: oss femoral bushings qty. 2 catalog 150477 lot 215530; oss axle catalog 150480 lot 106670; oss yoke catalog 150493 lot 834080; oss interlok bowed im stem w/screw 15mm x 150mm catalog 150369 lot 999000; oss resurfacing femoral 3cm left catalog 150351 lot 319140; oss 14mm tibial bearing catalog 150411 lot 673420; oss non-modular proximal tibial catalog 150805 lot 623670. Biomet patella catalog 11-150844 lot 669340. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 1825034-2017-02850, 1825034-2017-02851, 1825034-2017-02852, 1825034-2017-02853, 1825034-2017-02854, 1825034-2017-02855, and 1825034-2017-02856.

Event description:
It was reported that a patient underwent a left knee revision approximately one year post implantation due to unknown reasons. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable.